Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalie. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for laboratory analysis. Upon completion from analysis, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Remote monitoring data reviewed showed the battery appears to be depleting more quickly than expected. The low voltage alert was declared on (B)(6) 2014. Based on the current voltage, therapy would still be available. Since the device is not detecting the loss of battery energy; and because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate, device replacement was recommended.

Manufacturer narrative:
The device remains in service at this time. When additional information becomes available, this report will be updated.